Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges that a low battery in the pump affects insulin delivery causing elevated blood glucose level. Customer reportedly experienced hi blood glucose reading; self-treated and ambulance was called and took her to the hospital. There was no delay in treatment. Requested return of the alleged device for evaluation; customer is not sure she is going to return the device.